Event description:
The customer tested her blood glucose using two contour meters and received results of 40 and 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had discarded the test strips. The customer declined to troubleshoot or provide additional information before ending the call. Meter information was obtained. New meter and strips were sent.